Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a healthcare professional and a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient¿s device was not working and the patient had turned their therapy off and it wasn¿t being used. The patient later reported that their ins had totally quit working and he was told it was a 10 year battery. The patient stated that about a year ago he had lost a lot of weight (225 to 156-165lbs) in order to pass a physical for work. The patient had turned to the device off for the physical and tried to turn it back on the friday after but couldn¿t. The patient stated that around the time he shut the ins off was when he last felt stimulation. The patient had a bunch of lower back pain and tried to charge the device but couldn¿t. The patient stated that his legs don¿t want to work right and he had pain on the right side, needles and throbbing pain from his hip to his ankle and when it starts hurting it continuously hurts. The patient stated that the pain really started coming back this year and he had a bunch of pain and he feels wobbly when he stands up. On the day of the report the patient had a migraine and ¿sedagraine¿ shot. While on the call, the patient programmer showed a poor communication screen and the recharger showed a reposition screen. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when the patient attempted to charge the ins in (B)(6) 2017 he laid on the pad but nothing happened. The patient stated that during the summer he didn't have a great deal of pain because the arthritis wasn't giving a big pain but when the weather starts getting cooler the pain would return. The patient wanted the numb feeling, tingling in his butt and the stabbing in his tail end to be resolved; patient confirmed this was the same pain that was previously reported. The patient mentioned he wanted to meet with a manufacturer representative and the patient requested for the healthcare professional listings to be mailed to him as he had not received them yet. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they met with the patient on (B)(6)2017. They worked with patient's battery to clear the power on reset (por), reprogrammed stim and patient had excellent coverage. Patient was very happy. No further complications were reported/anticipated.